Event description:
It was reported that during the procedure for treatment of the heavily calcified mid left anterior descending artery, a 2.0x15 rx mini trek dilatation catheter was advanced with resistance (due to anatomy) to the target lesion and an attempt was made to inflate the balloon. The balloon partially inflated under nominal pressure or higher pressure. The device was withdrawn from the anatomy and replaced with a non-abbott 2.0x15 balloon which was used successfully. An unspecified stent was implanted and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. After the procedure was completed, the physician tested the mini trek balloon used in this procedure with another same size mini trek used in a previous procedure. The mini trek balloon did not fully dilate as compared with the balloon used in the previous procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported failure to inflate was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.